Event description:
It was reported that there was a malfunction of the o2 proportioning assembly which could result in hypoxic delivery.

Manufacturer narrative:
The distributor performed a checkout of the equipment via phone and confirmed the reported complaint. The end user was instructed to tighten the set screw of the o2 proportioning assembly to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the distributor performed a checkout of the equipment via phone and confirmed the reported complaint. The end user was instructed to tighten the set screw of the o2 proportioning assembly to resolve the issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.